Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The problem description states that the battery lid cover for the battery compartment was not mounted at the factory. Our work instructions have been updated since this device was manufactured. Our conclusion is that the lack of (missing) battery lid cover was likely caused by a single assembly line operator error at the time.

Event description:
It was reported that during preventive maintenance, the company field service engineer noticed that the lid for the internal battery compartment was missing. There was no patient involvement. (B)(4).